Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand and customer not having received prior field correction notice. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, had contact information updated so field correction notice could be resent, and was advised to continue using pump and call back if malfunction alarm occurred again.